Event description:
Boston scientific received information that this right atrial (ra) lead had exhibited non-detection of intrinsic cardiac signals and that the lead conductor was damaged. Additional information was also received from the field representative who confirmed that a break in the insulation was noted via fluoroscopy during the lead revision procedure. The lead was abandoned surgically and was replaced. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited non-detection of intrinsic cardiac signals and had insulation damage. The insulation break was determined through fluoroscopy during the revision. This lead was abandoned surgically and a new ra lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.